Manufacturer narrative:
(B)(4).

Event description:
It was reported that there were multiple previous out-of-range shock impedance measurements of greater than 125 ohms. Recent measurements were 137 and 138 ohms. The patient underwent normal exchange of the implantable cardioverter defibrillator (ICD) at which time test shocks were administered to evaluate the right ventricular (rv) lead. The impedance during the test shocks was 87 ohms and the physician elected to continue using the rv lead with the new ICD. No additional adverse patient effects were reported.